Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was visually observed on the right ventricular (rv) lead with no evidence of externalization. The issue was resolved by capping and replacing the right ventricular lead. The patient was in stable condition.